Manufacturer narrative:
Field safety engineer was sent for investigation and done following: measured resistance from motor carbon brushes with respect to motor casing, resistance is approx. 325k ohms. Replaced drive motor and drive belts; inserted new eeprom onto pump control pcb; adjusted belt tension; check and adjusted pump motor speed - forward and reverse; check pump alarms; perform functional tests; verify pump meets factory spec's. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "rpm_diff error occured". No known consequences to the patient. (B)(4).